Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 for one patient. The following results were provided: on (B)(6) 2024, sample ID (B)(6), initial result= 3.83 ng/dl; repeat results= 3.17 ng/dl, >5.00 ng/dl, 3.21 ng/dl, 3.32 ng/dl . There was no impact to patient management reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did identify trends for list number 07p70, however, an increase in complaint activity for lot 68902ud00 was not identified. Additionally, in-house performance testing was completed which indicates the product is performing as expected. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 68902ud00 and the complaint issue. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 for lot 68902ud00 was identified.

Event description:
The customer observed falsely elevated alinity I free t4 for one patient. The following results were provided: (B)(6) 2024, sample ID (B)(6), initial result= 3.83 ng/dl; repeat results= 3.17 ng/dl, >5.00 ng/dl, 3.21 ng/dl, 3.32 ng/dl. There was no impact to patient management reported.